Event description:
It was reported that while unpacking the device stent damage was noted. While the physician was preparing for a carotid angioplasty treatment procedure, it was noted that the carotid wallstent monorail stent was kinked in two locations. This event occurred during preparation and the device was not used during the procedure. Another of the same device was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found slight bending of the distal end of the catheter around the mounted stent. No damage was noted to the packaging. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the proximal and distal movement of the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked in an area consistent with the slight bending of the distal end of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking the device stent damage was noted. While the physician was preparing for a carotid angioplasty treatment procedure, it was noted that the carotid wallstent monorail stent was kinked in two locations. This event occurred during preparation and the device was not used during the procedure. Another of the same device was used to successfully complete the procedure. No patient complications were reported.